Manufacturer narrative:
An investigation was initiated in response to a customer complaint of discrepant identification results with their vitek ms (ref 410895, serial (B)(6). Misidentifications of salmonella and brucella have been obtained by the customer. Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the customer's issue as a trend for the vitek ms. Customer data review: the customer did not provide any data to be reviewed by the investigation team. Therefore, the cause for the customer's issue could not be determined. It is suspected that the issue may be due to non-optimal spot preparation and/or no fine tuning performed in over a year, but this cannot be confirmed without the required data. Conclusion: the cause for the customer's issue could not be determined, however the reported misidentifications were not identified to be a trend for the vitek ms. A new fine tuning was performed on the customer's instrument on (B)(6) 2024 and the customer will continue to be monitored for additional identification issues. Gcs requested that local customer service (lcs) provide retraining to the customer's staff and provide additional training materials to help improve spot preparation technique.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in the united states notified biomérieux that they have been obtaining discrepant identification results with their vitek ms (ref 410895, serial (B)(6)). Misidentifications of salmonella and brucella have been obtained by the customer. The customer reported that they have received very different identification results from multiple spots taken from the same plate. Identifications of salmonella and brucella have been obtained, but further testing determined the organisms to not be salmonella or brucella. Gram stain results are also not in alignment with some of the identifications being obtained with the vitek ms. The customer reports that they have received an identification of staphylococcus, but the gram stain results were for a gram-negative rod. There is no indication or report from the customer that this issue led to or contributed to death, serious injury, or serious deterioration in the state of health of any patient. An investigation has been initiated.